Manufacturer narrative:
(B)(4). Internal file number - (B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all relevant information. The xience proa device is currently not commercially available in the us; however, it is similar to a device sold in the us.

Event description:
It was reported that the procedure was to treat a heavily calcified distal right coronary artery (rca). The patient presented with stenosis in the lesion and a 3.0 x 12 mm xience proa stent delivery system (sds) was implanted with a single inflation. However, the sds balloon ruptured at 18 atmospheres. Therefore, the device was removed and it was noted that the distal rca was totally occluded due to the balloon rupture. The patient then experienced hypotension, which was also caused by the balloon rupture, for a short period of time and cardiopulmonary resuscitation (CPR) was briefly performed. Adrenalin was also administered during CPR. The patient was then stable and a 2.75 x 12 mm xience proa stent was then implanted in the proximal rca; timi iii flow was achieved. The patient was then discharged. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: a visual and functional inspection was performed on the returned device. The reported material rupture was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents. The reported patient effects of hypotension and occlusion are listed in the xience alpine, everolimus eluting coronary stent system (eecss), instructions for use as known patient effects of coronary stenting procedures. There was no damage or leak noted to the stent delivery system (sds) during the inspection prior to use or during preparation of the device, which suggests a product quality issue did not contribute to the reported difficulties. Based on the information provided and analysis of the returned device, a definitive cause for the reported material rupture cannot be determined. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.